Event description:
It was reported, that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous, and severely calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The device was removed. And the procedure was completed with a different device. No complications were reported. And the patient was in good condition post-procedure.